Manufacturer narrative:
Batch review performed on 19 aug 2025. Lot 2339539: 19 items manufactured and released on 13-feb-2024. Expiration date: 2029-jan-21. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 2 weeks from medacta primary, the patient presented with signs of an infection and the pathogen is unknown. The surgeon performed a poly swap and the surgery was completed successfully.